Event description:
A healthcare professional reported that a silent nite 3d sleep appliance required a remake due to a device defect. According to the report, the upper left anchor fractured off the appliance. No patient symptoms, adverse events, or clinical impacts were reported. Based on the device received on 09/11/2025, it was observed that an anchor was broken off and the connectors were detached from the device.

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected, and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had no discoloration. General cleanliness - the returned device appeared to be clean. It was observed that an anchor was broken off, and the connectors were detached from the device. Root cause description: based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism, which could have caused the anchor to break. The manufacturer's internal reference number is: (B)(4). Additional information: b5: "describe event or problem". D4: "model#" & "catalog#". Corrections: e1: "name and address". H3: "device evaluated by manufacturer". H6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.

Event description:
Office reported that the upper left anchor fractured off on silent nite sleep appliance popped off. It is unclear when the patient received the device, when the patient first used the device, or when the issue occurred. No injury was reported.

Manufacturer narrative:
The device was returned for analysis; however, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).